Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump gave various errors (46822,42221,45520). It was added that the keypad was also stuck. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. No error code found. However, multiple downstream occlusion alarms were found in the event history log. The contaminated keypad and downstream occlusion sensor were replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.